Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump primed as expected, however fluid beads were observed where the holes were in the pump stem during flow testing. The cause for the holes in the stem cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a puncture was observed in the pump stem. The patient experienced no pain relief. The pump was subsequently explanted.